Manufacturer narrative:
Correction: g3 - awareness date in the previous report should have been jul 10, 2021 h6 - removed pericardial effusion code.

Event description:
New information received notes that the patient presented in clinic for a follow-up with complaints of chest pain. It was revealed that the patient's right atrial lead had perforated and caused a minor pericardial effusion. The lead was repositioned successfully on (B)(6) 2021. The patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead had perforated. The lead was repositioned successfully on (B)(6) 2021. The patient was stable.